Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while the ilet was displaying a sensor reconnecting alert with dosing projected to stop, during which fingerstick glucose rose to 444 mg/dl before the ilet reconnected to the g7 and glucose began to decline to 310 mg/dl. Symptoms included no acute clinical effects. Outcomes included no medical intervention, no hospitalization, no assistance required, and no use of back-up therapy or ketone testing. Investigation included a review of the event details related to hyperglycemia and device alerts. Investigation of this case revealed a transient loss of cgm connectivity leading to a period of reduced or paused automated dosing until reconnection, after which glucose values improved. It was concluded, based on previously established findings for similar reports, that the cause was unclear.